Event description:
It was reported that the customer received a no delivery alarm before a motor error alarm. The customer's blood glucose level was 180 mg/dl. The insulin pump was stuck in the rewind loop. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No motor error alarm. No unexpected excessive no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.